Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-08584. It was reported that during elective ipg replacement surgery, high impedances were found on both leads. The physician elected to replace both leads at that time. Postoperatively, effective therapy was reported.